Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 400 and blood glucose was 250 mg/dl. It was found that sensors were bent. Customer also reports to have been hospitalized on (B)(6) 2015 with blood glucose of 187 mg/dl, which was coming down from 250 mg/dl. Customer was hospitalized due to high ketones. Customer was treated with fluids and was wearing insulin pump at the time of hospitalization. During troubleshooting for high blood glucose, customer was advised that insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.